Manufacturer narrative:
(B)(4). Date sent: 7/1/2026 additional information was requested and the following was obtained: 1. The white tissue pad was not completely went missing from the jaws but just the part of it was hanging from the jaws. I am sending you the picture in the attachment. 2. The patient did not experience any adverse consequences. The surgeon has just replaced the instrument and continued with the procedure. 3. Unfortunately, I can not provide the batch since the nurses have thrown away the instrument before contacting me. Corrected data: b1, h1, h6 medical device problem code upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during a laparoscopic left hemicolectomy, after about 45 minutes of the procedure, silicone part of the pad came off of the jaw. After that, the surgeon had took a new device and continued with the procedure. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: ¿ is the white tissue pad completely missing from the clamp arm of the device? ¿ did the patient experience any adverse consequences due to this issue? ¿ could you please provide the lot/batch? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.